Manufacturer narrative:
Complaint form for alleged deficiency provides account name of (B)(6) medical center, however, no further information was provided. Results pending investigation.

Event description:
Unspecified date: false positive result on the icon 25 hcg test kit with a urine sample. Confirmatory beta hcg test performed on a serum sample provided a negative result; exact result not provided. No adverse outcomes reported. Although requested, no further information provided.

Manufacturer narrative:
Updates: d4: UDI added. H3: reason for device evaluated by manufacturer updated to "devices requested, but not returned". Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine and serum samples. The results were read at 3 and 5 minutes respectively and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the packet insert: very low levels of hcg (less than 50mlu/ml) are present in urine and serum samples shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine or serum sample collected 48 hours later. This test reliably detests intact hcg up to 500,000 miu/ml. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.